Event description:
No additional event information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h4, h6, h11. No product was returned; functional and/or dimensional evaluations could not be performed. Visual evaluation of the provided pictures confirmed there was black battery debris throughout the sterile packaging. The battery pack was broken open, but it could not be determined if the battery wiring were damaged. Review of the device history record identified no deviations or anomalies during manufacturing. Review of complaint history identified additional similar complaints for the reported item and no additional complaints for the reported part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. The root cause of the reported issue is attributed to a manufacturing and design issue. Corrective actions were previously initiated to address this issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: australia.

Event description:
It was reported that outside of surgery, the unit was found to have a severe damage when it was removed from the outer box. Clinical staff suspected that the device had melted or caught fire at some point during manufacturing. There was visible battery expulsion. There was no patient involvement. Due diligence is complete.